Event description:
The customer reported a malfunction, previously identified by varian during testing and filed under #2916710-2009-00072. Treatment plans with multiple isocenters can be created by varian's eclipse or a 3rd party treatment planning system and imported into aria. If fields in a plan have different isocenters, the couch position for each isocenter should be different, to ensure that each field is delivered to the correct target of the pt. If initial couch values are entered (equally for both fields) in eclipse or rt chart, the plan validation function will show the following warning (example): warning: the relative couch positions and isocenters differ more than 2 mm for the following fields: field 2 (17.2 mm). The plan cannot be treated without approval. However, if no couch values are entered, it is possible for the user to set the pt and assign that couch position for all fields. No warnings will show up during plan validation and the plan can be treatapproved without any warnings or errors. This report did not indicate any pt injury.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional f/u to this MDR is expected upon completion of the investigation.